Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded many artifacts and baseline loss in primary and alternate vectors. Troubleshooting was performed and the artifacts were reproduced with arm movements, chest rotation and when moving the device. In addition, the patient received an inappropriate shock a few months prior while doing electrical work. An x-ray was performed and sent to technical services (ts) for review. Ts checked the device data and discussed potential causes for the observed noise. The x-ray shows the electrode has a large angle, which is a point of concern. Due to the observations, ts recommended system replacement, however, this is not yet been performed. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded many artifacts and baseline loss in primary and alternate vectors. Troubleshooting was performed and the artifacts were reproduced with arm movements, chest rotation and when moving the device. In addition, the patient received an inappropriate shock a few months prior while doing electrical work. An x-ray was performed and sent to technical services (ts) for review. Ts checked the device data and discussed potential causes for the observed noise. The x-ray shows the electrode has a large angle, which is a point of concern. Due to the observations, ts recommended system replacement, however, this is not yet been performed. Additional information was received. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.